Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. It was noted that the lead had an unstable capture trend since (B)(6) 2015 post implant. The patient is not dependent and did not experience any adverse consequences. No intervention was reported. The patient would continue to be monitored.